Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: extensive adhesions, mesh incorporated into hernia, mesh infection, mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Added medical history. Updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for manufacturing evaluation. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for hernia repair that ¿has been repaired once with placement of a piece of mesh¿ were not provided.] [Missing record: records for the CT scan ¿confirming a hernia¿ were not provided.] (B)(6) 2006: (B)(6). Operative report. First assistant: (B)(6). Preoperative diagnosis: multiloculated ventral incisional hernia. Postoperative diagnosis: multiloculated ventral incisional hernia. Procedure: diagnostic laparoscopy. Open repair of ventral incisional hernia with mesh. Anesthesia: general. Findings: ¿multiloculated ventral incisional hernia with dense incorporation of previously-placed mesh to defect as well as close proximity to underlying bowel.¿ indications: ¿the patient is a 49-year-old white female who presents with a recurrent ventral incisional hernia, of note that this area has been repaired once with placement of a piece of mesh. CT scan confirms a hernia. She presents for laparoscopic versus open hernia repair with mesh. Risks and benefits including, but no [sic] limited to, bleeding, infection, as well as injury to the intraabdominal structures, as well as recurrence, have been discussed. She verbalizes understanding and agrees to proceed.¿ description of procedure: ¿after the appropriate preoperative labs and consents were obtained, the patient was brought to the operating room placed in supine position. General endotracheal anesthesia was induced. Prophylactic intravenous antibiotics were given, and a foley catheter was placed. The abdomen was then prepped and draped in the usual sterile fashion. A subxiphoid incision was made. Midline fascia was identified, stay sutures placed, and the hasson trocar was placed into the abdomen under direct visualization. Abdominal insufflation was undertaken, and under direct laparoscopic guidance, a 5-mm left upper quadrant port was placed. The abdomen was inspected, and there were dense adhesions of the omentum, as well as bowel, to the lower transabdominal, as well as pfannenstiel, incisions. The upper abdomen was unremarkable. Beginning laterally, the loose filmy adhesions were taken down. A hernia defect was noted deep in the left lower quadrant, actually inferior to the previous transabdominal incision, and possibly from her previous pfannenstiel incision. A piece of sigmoid colon was noted to be tightly adherent to this area. Next, dissection was turned medially toward the midline fascial defect. Again, filmy adhesions were taken down to incorporate a multiloculated ventral incisional hernia with small bowel and colon tightly adherent to the fascial defect. Due to the tight adherence of the bowel to the defect, laparoscopic repair was not amenable, and it was converted to an open procedure. Trocars were removed under direct visualization. There was no bleeding noted. Prior to removing the laparoscope, the small bowel and colon were copiously inspected, and there was no evidence of injury. The laparoscope was removed, and the subxiphoid fascial defect was closed with interrupted 0 vicryl sutures. Next, the previous transabdominal incision was opened from the left lower quadrant just to past the umbilicus. Electrocautery was used for hemostasis and to divide the subcutaneous tissue. Dense scar was encountered, as was the previously-placed mesh. There were multiple areas of hernia, at least 3 to 4 separate holes noted to be within the area just medial to where the mesh stopped from her previous repair. Some of the mesh was gently removed when it was noted to be tightly adherent. The defects were inspected. The small pieces of fat were gently retracted superiorly and were noted to be lightly adherent to the colon. Those were reduced back into the abdomen. Next, the previously-placed mesh was split toward the left lower quadrant, and a plane was developed in the preperitoneal space. The deep left lower quadrant hernia was easily identified, and an ethicon piece of dualmesh was then placed with inner layer overlying the preperitoneal space, the outer layer overlying the external oblique fascia. At this time, a decision was made not to enter the abdomen due to the high likelihood of a bowel injury, and instead to place a large piece of gore-tex dualmesh plus over the entire area. Flaps were developed superiorly and inferiorly to allow mesh placement. The fascia was identified in a 360-degree manner. The mesh was then cut to the appropriate size. Tl [unknown abbreviation] was noted to be approximately 24 cm in width and 11 cm in height, and it was placed with the appropriate side down. It was then tacked to the underlying fascia in the usual manner. Upon completion, the mesh was noted to lie over the defect with no evidence of kinking or twisting and also incorporated the deep left lower quadrant pfannenstiel hernia as well. A 10-french jp [jackson-pratt] was placed over the mesh, was exited inferiorly. Subcutaneous tissue was closed with to layers of running 3-0 vicryl and skin staples were applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition. I would like to thank dr. Mark bartz for this kind consultation¿. [Missing record: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided.] (B)(6) 2006: (B)(6). Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 03495824. W.l. Gore & associates. (B)(6) 2006: (B)(6). Intraoperative progress report. 1-prolene mesh (phsm). The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/03495824) was implanted during the procedure. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: recurrent, recurrent ventral incisional hernia. Postoperative diagnoses: recurrent, recurrent ventral incisional hernia; severe intraabdominal adhesive disease. Procedure: laparoscopic lysis of adhesions- extensive. Laparoscopic ventral herniorrhaphy with mesh placement. First assistant: angie bell, crnfa. Anesthesia: general endotracheal anesthesia, 15 ml of 0.25% marcaine with epinephrine. Estimated blood loss: minimal. Indications for procedure: ¿please see the dictated history and physical (h and p) on the patient¿s current record¿. Procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed in the supine position. The abdomen was prepped and draped in the standard sterile fashion. A 5 mm incision was made in the right upper quadrant and the peritoneal cavity was entered using an optiview-type trocar and a 5 mm camera under direct vision. The abdomen was insufflated to 15 cm of water pressure with co2 [carbon dioxide]. Next, a left upper quadrant 5 mm incision was made and a 5 mm trocar placed through this into the peritoneal cavity. The peritoneal cavity was surveyed. There were multiple dense adhesions within the peritoneum. These were photo documented. The adhesions were slowly taken down over approximately 1 hour to allow exposure of the recurrent, recurrent ventral hernia. This was also densely adhesed with multiple loops of bowel within the recurrent hernias, as well as omentum. All of this was slowly and carefully reduced from the approximately 5 separate hernia defects along the fascial repair. Photo documentation of all of this was obtained. This was extremely difficult and time consuming, taking an additional 90 minutes. The patient had multiple, densely adherent loops of bowel to the anterior abdominal wall. After taking these down carefully, there was no evidence of enterotomy. These were inspected carefully and the entire abdomen was copiously irrigated. There was no evidence of succus noted. Photo documentation of the hernia defects was obtained. Following this, it was elected that the ethicon physiomesh would be used. A 15 cm x 15 cm sheet was selected. This was trimmed to 10 x 15 cm to cover all separate defects with 1 sheet of mesh. A 2-0 ethibond suture was placed at the distal ends. Next, a 12 mm trocar was placed in the subxiphoid region through a 12 mm incision that was preexisting on the patient¿s abdomen. This was inserted under direct vision into the peritoneal cavity. It was noted it came through the falciform ligament. Next, 2 further 5 mm trocars were placed, 1 in the right upper quadrant and 1 in the left lower quadrant. These were to allow manipulation of the mesh. The mesh was rolled and placed through the 12 mm trocar into the peritoneal cavity. The ethibond sutures were grasped with a suture puller, 1 at the right lateral side of all the hernia defects and 1 at the left lateral side of all of the hernia defects. Both of these ethibond sutures were pulled taut to the abdominal wall and tied through the suture passer insertion site in the standard fashion. Next, the mesh was spread open and tacked in place with multiple firings of the autosuture protac device. Photo documentation of this repair was obtained. It was noted that the superior portion of the 10 x 15 mesh was approximately 1 cm from the edge of the largest hernia defect. Due to this location, it was felt that a suture in this location would be prudent. The suture passer was passed twice through the mesh and a 2-0 vicryl suture placed in this location, superior to the largest hernia defect. This was tied in the standard fashion. Once again, photo documentation of this was obtained. All hernia defects were covered with an overlap of multiple centimeters on all sides except for the 1 cm overlapped superiorly at the largest hernia defect site. This was felt to be suitable and the abdomen was copiously irrigated. Following this, ten 10 round jackson-pratt (jp) drains were placed, 1 in the left upper quadrant and 1 in the right lower quadrant, through existing 5 mm trocars. These were positioned and photo documented, and secured with interrupted 2-0 nylon suture. Next, the trocars were all removed under direct vision. There was no intraperitoneal bleeding noted. Next, 15 ml of 0.25% marcaine with epinephrine were instilled in a field block fashion at the trocar sites. All skin edges were then reapproximated with interrupted 4-0 vicryl suture in a subcuticular fashion. Dermabond and dry sterile dressings were applied. The patient tolerated the procedure well. There were no immediate postoperative complications¿. (B)(6) 2010: (B)(6). Intraoperative progress notes. [Handwritten sections]. Pre-operative assessment/plan of care: diabetic; 138 at 0800. Past medical history: hysterectomy, smoker. Asa classification: iii. Wound classification: ii. Implant sticker: ethicon physiomesh. [Missing record: records for the CT scan showing ¿the fluid collection ventral to her fascia; air consistent with an abscess¿ were not provided.] (B)(6) 2012: (B)(6). Operative report. Preoperative diagnoses: recurrent incisional hernia; infected ventral mesh. Postoperative diagnoses: recurrent incisional hernia; infected ventral mesh. Procedures performed: open removal of mesh times two; open repair of incisional hernia with bioabsorbable mesh; bilateral myofascial flap advancement. Resident surgeon: lionel vander westhuizen, md. Anesthesia: general endotracheal anesthesia (geta). Estimated blood loss: less than 100 ml. Specimens: mesh times two for gross only and culture. Indication for procedure: ¿ms. Nabors is a 55-year-old female who has a history of incision hernia repairs. She has had at least three previous repairs; one repair she had an intraabdominal piece of physiomesh placed. In an additional repair, she had an onlay of ptfe mesh placed. She developed a fluid collection ventral to her fascia. A CT scan confirmed there was air in this consistent with an abscess. This was percutaneously drained in order to relieve some of the pressure of the infected seroma. She presents today for elective mesh removal and reconstruction of her abdominal wall with bioabsorbable mesh. She has agreed to participate in the gore bio-a cvihr study. She was consented by me preoperatively¿. Description of procedure: ¿after consent was obtained, the patient was taken to the operating room and placed supine with tilt. After adequate general endotracheal anesthesia, the patient¿s abdomen was prepped in the standard surgical fashion. She had a percutaneous drain which was removed preoperatively prior to her prep. She had a previous low transverse incision. A lower midline incision was planned. This area was marked and a sterile ioban drape was placed on the skin. The lower midline incision was opened, brought to just above the umbilicus down to the level of the pubis. This was carried down through the skin and soft tissue. There was a very thickened rind which was entered encountering a large, infected cavity. Contained at the base of this cavity was a small, circular piece of ptfe mesh. There were sutures around the edges, but for the most part it had come unconnected from the fascia. This mesh was removed. The purulent material around it was cultured and sent off to pathology. The mesh was also sent for gross only. The infected rind was then excised; this was done with bovie cautery removing the thickened tissue from the surrounding subcutaneous tissues. This was taken down to the level of the fascia. Care was taken not to damage the anterior fascia while removing this infected rind. The midline was entered with the bovie cautery, entering the abdominal cavity. There were minimal adhesions on the right side; these were carefully taken down with the metzenbaum scissors to clear off the underside of the abdominal wall to allow for mobilization of the posterior component. On the left side, the adhesions were much more dense. It became apparent that there was a piece of physiomesh in the left lower quadrant. The adhesions were taken off delicately with the metzenbaum scissors. The mesh extended down into the groin and was folded back upon itself. The adhesions that were taken down were safe to do so. Deep in the pelvis, there were some dense adhesions and these were left in place. The mesh was then taken off the anterior abdominal wall, removed and passed off the field for gross specimen only as well. At this time, care was directed to reconstructing the anterior abdominal wall. On the patient¿s right side, the posterior sheath dissection was begun. The cautery was used to divide the posterior sheath. This was extended superiorly to just above the umbilicus allowing for 4 cm of overlap, and inferiorly it was taken down to just below cooper ligament mobilizing the bladder flap. The total length of the mobilization of the posterior fascia was 25 cm from superior to inferior. The lateral extent of the dissection was approximately 7 cm out to the extent of the edge of the rectus muscles. The perforators were identified and were preserved. They were not divided during this dissection. Attention was then directed to the patient¿s left side. Again, posterior sheath dissection was begun. This was done with the bovie electrocautery just off the linea alba. The dissection was taken superiorly, again 4 cm above the superior-most aspect of the dissection of the fascia and inferiorly to just below cooper ligament, completely mobilizing the bladder flap and identifying pubic symphysis. Laterally, this dissection again was performed for 7 cm to gain medialization of the rectus sheath. The posterior sheath was then reapproximated utilizing running 2-0 pds suture. The sponge and needle counts were confirmed to be correct. The rectorectus space was then copiously irrigated and suctioned free. At this time, a 14 x 25 piece of gore bio-a tissue reinforcement was cut to size. It was placed in the preperitoneal space and secured to the pubic symphysis inferiorly and superiorly a transabdominal suture was placed to bring it out, ensuring 4 cm of overlap. One suture was placed out laterally on either side with a suture passer in a transabdominal manner. The anterior fascia was then reapproximated over the top of the mesh utilizing a running 0 pds. A 19 blake drain was placed ventral to the mesh prior to closing the anterior fascia. The subcutaneous space was irrigated and suctioned free. It was then closed in two layers; the dermal first followed by staples. Sterile bandages were then applied. The patient tolerated the procedure well, was awakened, extubated and taken to the recovery room in satisfactory condition. Please note that I was scrubbed and present for the entire case¿. Findings: ¿a 5 x 16 cm fascial defect requiring placement of a 14 x 25 cm piece of bio-a mesh. Four transabdominal sutures were utilized.¿ (B)(6) 2012: (B)(6). Immediate post-operative note. [Handwritten sections]. Pre-operative diagnosis: infected mesh, recurrent ventral hernia. Post-operative diagnosis: same. Procedure: exploratory laparotomy, excision infected mesh, washout bilateral myofascial dissection, bioa mesh. Findings/pertinent clinical information: 5 x 16 defect [illegible], 14 x 25 bioa (retrorectus). Estimated blood loss: 75 cc. Specimen to lab: yes. Surgeon: cobb/van der westhuizen. (B)(6) 2012: (B)(6). Implant sticker. Gore® bio-a® tissue reinforcement. Ref catalogue number: fs2030. Lot batch code: 10192749. Expiration date: 2015-02. W.l. Gore & associates. The records confirm a gore® bio-a® tissue reinforcement was implanted during the procedure. [Missing record: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] [Missing record: a culture report detailing analysis of the specimens collected during the (B)(6) 2012 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated investigation conclusions; d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1930, 3191: appropriate term/code not available for ¿mesh incorporated into hernia¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span august 21, 2006 through december 22, 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from august 22, 2006 through november 9, 2010, as well as november 11, 2010 through august 27, 2012 were not provided. Patient information: medical history: smoker, hypertension, diabetes, (B)(6) 2006: recurrent ventral hernia, (B)(6) 2012: infected ventral mesh, (B)(6) 2017: date of death, due to metastatic adenocarcinoma of unknown primary. Prior surgical procedures: unknown date: hysterectomy. Unknown date: ventral incisional hernia repair with unknown mesh. On (B)(6) 2006: diagnostic laparoscopy. Open repair of ventral incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial and ethicon prolene. On (B)(6) 2010: laparoscopic lysis of adhesions ¿ extensive. Laparoscopic ventral herniorrhaphy with mesh placement. Implant: ethicon physiomesh. On (B)(6) 2012: recurrent incisional hernia; infected ventral mesh. Open removal of mesh times two; open repair of incisional hernia with bioabsorbable mesh; bilateral myofascial flap advancement.¿ implant: gore® bio-a® tissue reinforcement. [No allegations for this device]. Implant #1 preoperative complaints: on (B)(6) 2006: ¿the patient is a 49-year-old white female who presents with a recurrent ventral incisional hernia, of note that this area has been repaired once with placement of a piece of mesh. CT scan confirms a hernia. She presents for laparoscopic versus open hernia repair with mesh.¿ implant #1 procedure: diagnostic laparoscopy. Open repair of ventral incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 03495824/1dlmcp06, 18cm x 24cm x 1mm, thick. Implant: ethicon prolene]. Implant #1 date: (B)(6) 2006. Wound classification: not provided. Description of hernia being treated: ¿a subxiphoid incision was made. Midline fascia was identified, stay sutures placed, and the hasson trocar was placed into the abdomen under direct visualization. Abdominal insufflation was undertaken, and under direct laparoscopic guidance, a 5-mm left upper quadrant port was placed. The abdomen was inspected, and there were dense adhesions of the omentum, as well as bowel, to the lower transabdominal, as well as pfannenstiel, incisions. The upper abdomen was unremarkable. Beginning laterally, the loose filmy adhesions were taken down. A hernia defect was noted deep in the left lower quadrant, actually inferior to the previous transabdominal incision, and possibly from her previous pfannenstiel incision. A piece of sigmoid colon was noted to be tightly adherent to this area. Next, dissection was turned medially toward the midline fascial defect. Again, filmy adhesions were taken down to incorporate a multiloculated ventral incisional hernia with small bowel and colon tightly adherent to the fascial defect. Due to the tight adherence of the bowel to the defect, laparoscopic repair was not amenable, and it was converted to an open procedure. Trocars were removed under direct visualization. There was no bleeding noted. Prior to removing the laparoscope, the small bowel and colon were copiously inspected, and there was no evidence of injury. The laparoscope was removed, and the subxiphoid fascial defect was closed with interrupted 0 vicryl sutures. Next, the previous transabdominal incision was opened from the left lower quadrant just to past the umbilicus. Electrocautery was used for hemostasis and to divide the subcutaneous tissue. Dense scar was encountered, as was the previously-placed mesh. There were multiple areas of hernia, at least 3 to 4 separate holes noted to be within the area just medial to where the mesh stopped from her previous repair. Some of the mesh was gently removed when it was noted to be tightly adherent. T he defects were inspected. The small pieces of fat were gently retracted superiorly and were noted to be lightly adherent to the colon. Those were reduced back into the abdomen. Next, the previously-placed mesh was split toward the left lower quadrant, and a plane was developed in the preperitoneal space.¿ implant size and fixation: ¿the deep left lower quadrant hernia was easily identified, and an ethicon piece of dualmesh [sic] was then placed with inner layer overlying the preperitoneal space, the outer layer overlying the external oblique fascia. At this time, a decision was made not to enter the abdomen due to the high likelihood of a bowel injury, and instead to place a large piece of gore-tex dualmesh plus over the entire area. Flaps were developed superiorly and inferiorly to allow mesh placement. The fascia was identified in a 360-degree manner. The mesh was then cut to the appropriate size. Tl [total length] was noted to be approximately 24 cm in width and 11 cm in height, and it was placed with the appropriate side down. It was then tacked to the underlying fascia in the usual manner. Upon completion, the mesh was noted to lie over the defect with no evidence of kinking or twisting and also incorporated the deep left lower quadrant pfannenstiel hernia as well. A 10-french jp [jackson-pratt] was placed over the mesh, was exited inferiorly. Subcutaneous tissue was closed with to (sic) layers of running 3-0 vicryl and skin staples were applied.¿ relevant medical information: on (B)(6) 2010: laparoscopic lysis of adhesions- extensive. Laparoscopic ventral herniorrhaphy with mesh placement: implant: ethicon physiomesh. Wound classification: ii [clean-contaminated]. Procedure: ¿a 5 mm incision was made in the right upper quadrant and the peritoneal cavity was entered using an optiview-type trocar and a 5 mm camera under direct vision. The abdomen was insufflated to 15 cm of water pressure with co2 [carbon dioxide]. Next, a left upper quadrant 5 mm incision was made and a 5 mm trocar placed through this into the peritoneal cavity. The peritoneal cavity was surveyed. There were multiple dense adhesions within the peritoneum. These were photo documented. The adhesions were slowly taken down over approximately 1 hour to allow exposure of the recurrent, recurrent ventral hernia. This was also densely adhesed with multiple loops of bowel within the recurrent hernias, as well as omentum. All of this was slowly and carefully reduced from the approximately 5 separate hernia defects along the fascial repair. Photo documentation of all of this was obtained. This was extremely difficult and time consuming, taking an additional 90 minutes. The patient had multiple, densely adherent loops of bowel to the anterior abdominal wall. After taking these down carefully, there was no evidence of enterotomy. These were inspected carefully and the entire abdomen was copiously irrigated. There was no evidence of succus noted. Photo documentation of the hernia defects was obtained. Following this, it was elected that the ethicon physiomesh would be used. A 15 cm x 15 cm sheet was selected. This was trimmed to 10 x 15 cm to cover all separate defects with 1 sheet of mesh. A 2-0 ethibond suture was placed at the distal ends. Next, a 12 mm trocar was placed in the subxiphoid region through a 12 mm incision that was preexisting on the patient¿s abdomen. This was inserted under direct vision into the peritoneal cavity. It was noted it came through the falciform ligament. Next, 2 further 5 mm trocars were placed, 1 in the right upper quadrant and 1 in the left lower quadrant. These were to allow manipulation of the mesh. The mesh was rolled and placed through the 12 mm trocar into the peritoneal cavity. The ethibond sutures were grasped with a suture puller, 1 at the right lateral side of all the hernia defects and 1 at the left lateral side of all of the hernia defects. Both of these ethibond sutures were pulled taut to the abdominal wall and tied through the suture passer insertion site in the standard fashion. Next, the mesh was spread open and tacked in place with multiple firings of the autosuture protac device. Photo documentation of this repair was obtained. It was noted that the superior portion of the 10 x 15 mesh was approximately 1 cm from the edge of the largest hernia defect. Due to this location, it was felt that a suture in this location would be prudent. The suture passer was passed twice through the mesh and a 2-0 vicryl suture placed in this location, superior to the largest hernia defect. This was tied in the standard fashion. Once again, photo documentation of this was obtained. All hernia defects were covered with an overlap of multiple centimeters on all sides except for the 1 cm overlapped superiorly at the largest hernia defect site. This was felt to be suitable and the abdomen was copiously irrigated. Following this, ten 10 round jackson-pratt (jp) drains were placed, 1 in the left upper quadrant and 1 in the right lower quadrant, through existing 5 mm trocars. These were positioned and photo documented, and secured with interrupted 2-0 nylon suture. Next, the trocars were all removed under direct vision. There was no intraperitoneal bleeding noted. Next, 15 ml of 0.25% marcaine with epinephrine were instilled in a field block fashion at the trocar sites. All skin edges were then reapproximated with interrupted 4-0 vicryl suture in a subcuticular fashion. Dermabond and dry sterile dressings were applied.¿ explant #1, implant #2 preoperative complaints: on (B)(6) 2012: indications: ¿.... 55-year-old female who has a history of incision hernia repairs. She has had at least three previous repairs; one repair she had an intraabdominal piece of physiomesh placed. In an additional repair, she had an onlay of ptfe mesh placed. She developed a fluid collection ventral to her fascia. A CT scan confirmed there was air in this consistent with an abscess. This was percutaneously drained in order to relieve some of the pressure of the infected seroma. She presents today for elective mesh removal and reconstruction of her abdominal wall with bioabsorbable mesh. She has agreed to participate in the gore bio-a cvihr study." Explant #1, implant #2 procedure: open removal of mesh times two. Open repair of incisional hernia with bioabsorbable mesh. Bilateral myofascial flap advancement. [Implant: gore® bio-a® tissue reinforcement, fs2030/10192749, 20cm x 30cm]. Explant #1, implant #2 date: (B)(6) 2012. Wound classification: not provided findings: ¿a 5 x 16 cm fascial defect requiring placement of a 14 x 25 cm piece of bio-a mesh. Four transabdominal sutures were utilized.¿ procedure: ¿she had a percutaneous drain which was removed preoperatively prior to her prep. She had a previous low transverse incision. A lower midline incision was planned. This area was marked and a sterile ioban drape was placed on the skin. The lower midline incision was opened, brought to just above the umbilicus down to the level of the pubis. This was carried down through the skin and soft tissue. There was a very thickened rind which was entered encountering a large, infected cavity. Contained at the base of this cavity was a small, circular piece of ptfe mesh. There were sutures around the edges, but for the most part it had come unconnected from the fascia. This mesh was removed. The purulent material around it was cultured and sent off to pathology. The mesh was also sent for gross only. The infected rind was then excised; this was done with bovie cautery removing the thickened tissue from the surrounding subcutaneous tissues. This was taken down to the level of the fascia. Care was taken not to damage the anterior fascia while removing this infected rind. The midline was entered with the bovie cautery, entering the abdominal cavity. There were minimal adhesions on the right side; these were carefully taken down with the metzenbaum scissors to clear off the underside of the abdominal wall to allow for mobilization of the posterior component. On the left side, the adhesions were much more dense. It became apparent that there was a piece of physiomesh in the left lower quadrant. The adhesions were taken off delicately with the metzenbaum scissors. The mesh extended down into the groin and was folded back upon itself. The adhesions that were taken down were safe to do so. Deep in the pelvis, there were some dense adhesions and these were left in place. The mesh was then taken off the anterior abdominal wall, removed and passed off the field for gross specimen only as well. At this time, care was directed to reconstructing the anterior abdominal wall. On the patient¿s right side, the posterior sheath dissection was begun. The cautery was used to divide the posterior sheath. This was extended superiorly to just above the umbilicus allowing for 4 cm of overlap, and inferiorly it was taken down to just below cooper ligament mobilizing the bladder flap. The total length of the mobilization of the posterior fascia was 25 cm from superior to inferior. The lateral extent of the dissection was approximately 7 cm out to the extent of the edge of the rectus muscles. The perforators were identified and were preserved. They were not divided during this dissection. Attention was then directed to the patient¿s left side. Again, posterior sheath dissection was begun. This was done with the bovie electrocautery just off the linea alba. The dissection was taken superiorly, again 4 cm above the superior-most aspect of the dissection of the fascia and inferiorly to just below cooper ligament, completely mobilizing the bladder flap and identifying pubic symphysis. Laterally, this dissection again was performed for 7 cm to gain medialization of the rectus sheath. The posterior sheath was then reapproximated utilizing running 2-0 pds suture.¿ ¿at this time, a 14 x 25 piece of gore bio-a tissue reinforcement was cut to size. It was placed in the preperitoneal space and secured to the pubic symphysis inferiorly and superiorly a transabdominal suture was placed to bring it out, ensuring 4 cm of overlap. One suture was placed out laterally on either side with a suture passer in a transabdominal manner. The anterior fascia was then reapproximated over the top of the mesh utilizing a running 0 pds. A 19 blake drain was placed ventral to the mesh prior to closing the anterior fascia. The subcutaneous space was irrigated and suctioned free. It was then closed in two layers; the dermal first followed by staples. Sterile bandages were then applied.¿ pathology: "mesh times two for gross only and culture.¿ a pathology report detailing analysis of the device removed during the procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿improper positioning of the smooth, non-textured surface adjacent to fascia or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03495824. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: (B)(6) , certification of vital record. Death certification. Age 60 years. Cause of death: metastatic adenocarcinoma of unknown primary. Manner of death: natural. Coroner contacted: no. Autopsy: no. Place of death: decedent¿s home. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.